Event description:
It was reported that, "after primary operation in 2008, pt experienced acetabular cup failure. When revising acetabular component the insert was removed. It was then noticed that the poly had significant wear patterns. Please examine poly & give results."

Manufacturer narrative:
Additional info has been requested, and if available it will be submitted in the supplemental report.